Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While drilling screw holes in the acetabulum the 30mm and 35 mm drill bits on a flex/spring broke.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-83732. 1818910-2019-85223 is being retracted as it is a report duplication. 1818910-2019-83732 will be kept for investigation purposes.